Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was interrogated, high out of range hv lead impedances were observed. Device was reprogramed and lead replacement was recommended.